Event description:
Patient had completed a tee [transesophageal echocardiogram] to confirm patient can proceed with cardioversion. All parties confirmed oxygen was off, pad placement correct and properly adhered to the patient. Zoll charged to 200 joules. All parties cleared from patient. Shock administered, spark noted from front chest pad. Immediately resolved on its own. Patient disconnected from zoll and pads removed. Burn wound noted on anterior aspect of the chest. No skin injuries noted on the back where pad placed.